Event description:
While performing maintenance on this bed, it was found that the brakes would not hold.

Manufacturer narrative:
Upon complaint review it was determined that the brakes not holding/working could lead to unintentional movement of the bed which has the potential to cause serious injury. The technician replaced the casters in order to resolve the problem.